Manufacturer narrative:
The pt remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt had a red heart alarm and the pump stopped. The pt exchanged to batteries. The power module was replaced and the system functioned normally. The power module was returned to the MFR for investigation, and the unit was functioning as intended for several days.